Manufacturer narrative:
H10: in a good faith effort (gfe) response from the customer received on 22feb2024, it was stated that the patient information from the time of the event was asked, but unknown. The investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the device shutdown unexpectedly. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the unexpected shutdown occurred while in use on a patient, but no adverse outcome was reported to patient care or therapy. The customer biomedical engineer (bme) informed the rse that the device was placed into quarantine. This investigation is ongoing.

Manufacturer narrative:
H10: on 01apr2024, it was stated that the customer declined service and repair. No further work will be performed to resolve the device shutdown issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.